Event description:
I had back surgery and the doctor saw it on x-ray. The filter has an arm that's came off and is just floating around. When to 2 doctors and they told me it cannot be removed and just don't get a blood clot. Can you help me?